Manufacturer narrative:
A deployed wallflex biliary rmv stent was returned for analysis; the delivery system was not returned. The stent coating at the proximal end was damaged and missing, broken stent wires at the proximal end were found, and a part of the retrieval loop was noted to be missing, confirming the complaint. No other issues were noted with the stent. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label. The most probable root cause for the reported event is anticipated procedural complications as stent fracture, stent occlusion, pain, nausea, vomiting, and inflammation are known physiological effects of metal stent placement and are noted within the dfu. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot. Block (upn) has been updated with corrected information noted on september 08, 2017.

Event description:
It was reported to boston scientific corporation on june 27, 2017 that a wallflex fully covered biliary stent was implanted to treat a 25 mm, high grade (greater than 90%), benign stenosis in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient returned for stent removal due to increasing pain, nausea and vomiting, and an occluded stent with chronic pancreatitis. On (B)(6) 2017, the physician attempted to remove the stent using a dilatation balloon, a snare and also grasping forceps. However, only broken single metal wires were able to be retrieved. On (B)(6) 2017, the patient underwent an ercp and removal of the remaining portion of the stent. The rest of the stent was able to be successfully removed with grasping forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) . The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex fully covered biliary stent was implanted to treat a 25 mm, high grade (greater than 90%), benign stenosis in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient returned for stent removal due to increasing pain, nausea and vomiting, and an occluded stent with chronic pancreatitis. On (B)(6) 2017, the physician attempted to remove the stent using a dilatation balloon, a snare and also grasping forceps. However, only broken single metal wires were able to be retrieved. On (B)(6) 2017, the patient underwent an ercp and removal of the remaining portion of the stent. The rest of the stent was able to be successfully removed with grasping forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.